Manufacturer narrative:
UDI: (B)(4). This actual device was returned for evaluation. During repair it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had intermittent operation. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function and the attachment coupling. It was noted in the service order that the device loses strength. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.